Event description:
Pt was receiving investigational infusion of xalaluritamig. Pt noted drops coming off side of pump. Notified rn. Infusion stopped and amount infused documented. Charge rn notified to assist with chemotherapy spill kit.